Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an associated lead revision procedure, when the new lead was connected to the pulse generator, a change in sensing and an increase in impedance was observed. The pulse generator was explanted and replaced. The patient was in stable condition.